Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abdominal pain ("severe abdominal pain and cramping/ pain abdominal (severe)/ diffuse abdominal pain"), pelvic pain ("pain/ pelvic pain (severe) diffuse pelvic pain") and genital haemorrhage ("abnormal bleeding (general)/ increased bleeding") in a 32-year-old female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2014, (B)(6) 2011, (B)(6) 2001,(B)(6) 1999), miscarriage (2002 and 2013), anemia in 1999, depression, acid reflux (oesophageal), hand pain, wrist pain, vomiting, diarrhea, migraine headache, streptococcal pharyngitis, trichomoniasis, cholecystectomy, uterine dilation and curettage in 2002, dizziness, change in bowel habits, ovarian cyst, hypokalemia, vaginal bleeding and bleeding genital. Patient denies cigarette, alcohol, or drug use. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2014 and mono nessa from 2011 to (B)(6) 2012. Concurrent conditions included morbid obesity, asthma, acute pharyngitis, depression, streptococcal bacteraemia, superficial gastritis, nonsmoker, food allergy, fruit allergy, dizziness, gastroenteritis noninfectious, colitis, nicotine dependence, urinary frequency and uti. Family history included hypertension, congestive heart failure (mother), diabetes and hypertension (father, sister). Concomitant products included alprazolam (xanax) since 2014, amoxicillin since 2009, azithromycin since 2007, benzylpenicillin (penicilin g) since 2009, cefalexin (cephalexin) since 2011, cilest (mononessa-28) since 2011, ciprofloxacin since 2010, clarithromycin since 2017, clotrimazole since 2012, co-trimoxazole (bactrim) since 2010, diclofenac since 2009, dicycloverine (dicyclomine) since 2009, docusate sodium (colace) since 2014, doxycycline from 2010 to 2017, ferrous sulfate since 1999, fluoxetine since 2014, ibuprofen (advil), ibuprofen since 2010, levofloxacin (levaquin) since 2010, macrogol (polyethylene glycol) since 2018, metronidazole since 2009, naproxen since 2016, nitrofurantoin since 2011, nucochem pediatric (cheratussin) since 2009, omeprazole since 2009, ondansetron since 2009, oxycodone since 2016, pantoprazole since 2009, paracetamol (acetaminophen) since 2008, phenazopyridine hydrochloride (pyridium) since 2016, potassium since 2017, prednisone since 2017, pregnatal since 2014, procaterol hydrochloride (pro-air) from 2009 to 2013, ranitidine since 2014, salbutamol (albuterol) since 2013, sucralfate since 2017 and vicodin since 2009. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headache"). On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstruation pain/ dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection: vaginal/ bacterial vaginosis") with vaginal discharge. On (B)(6) 2016, the patient experienced menorrhagia ("prolonged, heavy, abnormal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), asthenia ("energy"), abdominal pain upper ("stomach pain (severe)"), back pain ("back pain (severe)") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure coils ). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the abdominal pain, menstruation irregular, abdominal distension and hormone level abnormal outcome was unknown, the pelvic pain, fatigue, dysmenorrhoea, dyspareunia, migraine, headache, bacterial vaginosis, asthenia, weight increased, abdominal pain upper, back pain and nausea had resolved and the genital haemorrhage, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, asthenia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Concomitant medications included soothe caplets, methylergonovine, optichamber diamond. Essure coils were then introduced into the fallopian tubes. 3 coils were visible on the right and 3 coils remained on the left. She is doing well without problems. She states that she is already feeling better with less headaches and more energy since having the essure coils removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Biopsy endometrium - on (B)(6) 2014: - bleeding phase endometrium colonoscopy - on (B)(6) 2017: hyperplastic polyp hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2014: negative ultrasound pelvis - on (B)(6) 2014: small simple left ovarian cyst on (B)(6) 2009, three view left hand impression was thumb exostosis. No acute injury. On (B)(6) 2017, colonoscopy - impressions: one small polyp removed from the sigmoid colon. Prominent grade I internal hemorrhoids, likely the source of rectal bleeding. On (B)(6) 2017, upper endoscopy showed bleeding ulcer in the stomach, checking for h.pylori infection. Impression: actively bleeding ulcer in the incisura, treated with bipolar cauterization. Multiple erosions in the antrum and a small cleanbased, nonbleeding ulcer in the duodenal bulb. Clotest obtained on (B)(6) 2017, upper endoscopy procedure showed partially healed gastric ulcer; with a small clean-based, non-bleeding ulcer. Clotest and biopsies were obtained. Complete healing of duodenal bulb ulcer. Erosions in the duodenal bulb concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms bacterial vaginosis, abdominal pain, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abdominal pain ("severe abdominal pain and cramping/ pain abdominal (severe)/ diffuse abdominal pain"), pelvic pain ("pain/ pelvic pain (severe) diffuse pelvic pain") and genital haemorrhage ("abnormal bleeding (general)/ increased bleeding") in a 32-year-old female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2014, (B)(6) 2011, (B)(6) 2001, (B)(6) 1999), miscarriage (2002 and 2013), anemia in 1999, depression, acid reflux (oesophageal), hand pain, wrist pain, vomiting, diarrhea, migraine headache, streptococcal pharyngitis, trichomoniasis, cholecystectomy, uterine dilation and curettage in 2002, dizziness, bowel discomfort, ovarian cyst, hypokalemia, vaginal bleeding and bleeding genital. Patient denies cigarette, alcohol, or drug use. Previously administered products included for an unreported indication: depo-provera in (B)(6) 2014 and mono nessa from 2011 to march 2012. Concurrent conditions included morbid obesity, asthma, acute pharyngitis, depression, streptococcal bacteraemia, superficial gastritis, nonsmoker, food allergy, food allergy, dizziness, gastroenteritis noninfectious, colitis, nicotine dependence, urinary frequency and uti. Family history included hypertension, congestive heart failure (mother), diabetes and hypertension (father, sister). Concomitant products included alprazolam since 2014, amoxicillin since 2009, azithromycin since 2007, benzylpenicillin (penicilin g) since 2009, cefalexin (cephalexin) since 2011, cilest (mononessa-28) since 2011, ciprofloxacin since 2010, clarithromycin since 2017, clotrimazole since 2012, co-trimoxazole (bactrim) since 2010, diclofenac since 2009, dicycloverine (dicyclomine) since 2009, docusate sodium (colace) since 2014, doxycycline from 2010 to 2017, ferrous sulfate since 1999, fluoxetine since 2014, ibuprofen (advil), ibuprofen since 2010, levofloxacin (levaquin) since 2010, macrogol (polyethylene glycol) since 2018, metronidazole since 2009, naproxen since 2016, nitrofurantoin since 2011, nucochem pediatric (cheratussin) since 2009, omeprazole since 2009, ondansetron since 2009, oxycodone since 2016, pantoprazole since 2009, paracetamol (acetaminophen) since 2008, phenazopyridine hydrochloride (pyridium) since 2016, potassium since 2017, prednisone since 2017, pregnatal since 2014, procaterol hydrochloride (pro-air) from 2009 to 2013, ranitidine since 2014, salbutamol (albuterol) since 2013, sucralfate since 2017 and vicodin since 2009. In 2014, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headache"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menstruation pain/ dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection: vaginal/ bacterial vaginosis") with vaginal discharge. On (B)(6) 2016, the patient experienced menorrhagia ("prolonged, heavy, abnormal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), asthenia ("energy"), abdominal pain upper ("stomach pain (severe)"), back pain ("back pain (severe)") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure coils on (B)(6) 2016), surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the abdominal pain, menstruation irregular, abdominal distension and hormone level abnormal outcome was unknown, the pelvic pain, fatigue, dysmenorrhoea, dyspareunia, migraine, headache, bacterial vaginosis, asthenia, weight increased, abdominal pain upper, back pain and nausea had resolved and the genital haemorrhage, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, asthenia, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Concomitant medications included soothe caplets, methylergonovine, optichamber diamond. Essure coils were then introduced into the fallopian tubes. 3 coils were visible on the right and 3 coils remained on the left. She is doing well without problems. She states that she is already feeling better with less headaches and more energy since having the essure coils removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Biopsy endometrium - on (B)(6) 2014: - bleeding phase endometrium colonoscopy - on (B)(6) 2017: hyperplastic polyp hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2014: negative ultrasound pelvis - on (B)(6) 2014: small simple left ovarian cyst on (B)(6) 2009, three view left hand impression was thumb exostosis. No acute injury. On (B)(6) 2017, colonoscopy - impressions: one small polyp removed from the sigmoid colon. Prominent grade I internal hemorrhoids, likely the source of rectal bleeding. On (B)(6) 2017, upper endoscopy showed bleeding ulcer in the stomach, checking for h.pylori infection. Impression: actively bleeding ulcer in the incisura, treated with bipolar cauterization. Multiple erosions in the antrum and a small cleanbased, nonbleeding ulcer in the duodenal bulb. Clotest obtained on (B)(6) 2017, upper endoscopy procedure showed partially healed gastric ulcer; with a small clean-based, non-bleeding ulcer. Clotest and biopsies were obtained. Complete healing of duodenal bulb ulcer. Erosions in the duodenal bulb concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms bacterial vaginosis, abdominal pain, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (general)/ increased bleeding, abnormal bleeding (vaginal), infection: vaginal/ bacterial vaginosis, energy, weight gain, stomach pain (severe), back pain (severe). Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A bilateral salpingectomy and removal of the essure coils were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating"), migraine ("migraines"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure coils on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the pelvic pain, fatigue, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, migraine, hormone level abnormal, vaginal discharge and headache outcome was unknown and the arthralgia outcome was unknown. The reporter considered device dislocation, pelvic pain, fatigue, arthralgia, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal pain, abdominal distension, migraine, hormone level abnormal, vaginal discharge and headache to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A bilateral salpingectomy and removal of the essure coils were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.